Event description:
It was reported that (2) devices were used during a laparoscopic adrenalectomy. It was reported by the affiliate that the hp052 instrument was being used in the procedure. The device was sterilized as a replacement for the initial handpiece which failed and was providing solid tones. The circulating nurse took the handpiece from the scrub nurse and tried to connect it to the electrical connection of the generator, to provide the surgeon the product as quickly as possible. In doing so, nurse inadvertently pushed the connector into the generator and bent the inner brass connectors. The case was then completed by changing to an electro-cautery procedure. There was no further consequence to the pt.